Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2022. The customer blood glucose level was 426 mg/dl which was treated with bolus. Customer stated that they were using 670g pump in auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined. The insulin pump will not be returned for the analysis.